Manufacturer narrative:
The employee sought medical attention from his supervising physician at the doctor's office he is employed at. The doctor examined his eye and diagnosed him with slight eye irritation. The employee was prescribed gentimincin eye drops for treatment. The supervising physician performed an eye stain on (B)(6) 2013 and reported that the eye was fine. To date, the employee has fully recovered and is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no investigation can be conducted.

Event description:
A doctor alleged that on (B)(6) 2013, an employee had accidentally splashed compliance in his eye while reaching into a basin to gather instruments.